Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. The customer¿s mother that they noticed low blood glucose. Patient's blood glucose at time of incident was 40 mg/dl to 30 mg/dl. Patient's current blood glucose was unknown. The patient treated low blood glucose with cookies and orange. Based on customer report customer does not allege pump was over delivering. Customer's mother decline further troubleshooting. The insulin pump will not be returned for analysis.